Event description:
It was reported that the patient developed a wound over the pump that was not healing. It was stated that there was erosion of the device pocket. The healthcare provider (hcp) was concerned about infection, so he explanted the pump and catheter. The status of the patient at the time of the event was alive and no injury. The patient wanted to be re-implanted once the wound healed. The pump was used to deliver dilaudid. It was later reported that it was unknown what caused the wound. It was unknown if there was an infection. Additional information received reported that the patient was being treated by the wound clinic.

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n338817, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.